Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a unexpected estimated battery longevity from 5 months remaining, to elective replacement indicator (eri) in one week. Subsequently, this device was surgically explanted. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.